Event description:
Customer reported unit was turned off while on a dnr patient then turn back on later with no bad effects to the patient. Customer reported that this was a training issue and they have put together a process which could not be shared with covidien. Customer reported no ventilator problem.